Manufacturer narrative:
The date received by mfg (g4) entered in the initial emdr (mfg report number. 2249723-2021-00908) was incorrect. The true aware date is 02apr2021. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213 & 67) the overall 24 month product complaint trend data for the period may 2019 through apr 2021 was reviewed. There were no triggers identified for the review period. A cr/CAPA/scar/ncmr review was conducted for the two year period may 2019 through apr 2021. There was CAPA identified for the reported failure mode ¿battery short run time¿ and product ¿cardiosave¿ which was addressed under a CAPA request and no escalation to CAPA is required.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse replaced both batteries after verifying that one battery barely made the 60 minutes mark, and the second battery only made 40 minutes. To the fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use, while walking the patient one battery of the cardiosave intra-aortic balloon pump (iabp) made sixty minutes, and the second battery only made forty minutes missing the mark by twenty minutes. The patient was taking back to their room. The iabp was plugged in and never stopped giving therapy. The iabp alarmed "low battery". The battery died before an hour and a half. No patient harm, serious injury or adverse event was reported.